Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the patient reported the symptom chest pain while the invisalign system aligners were being used. Not returned to manufacturer.

Event description:
The patient reported symptoms of chest pain and nausea. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2016 and the patient is currently fine. The treating doctor did not consider the event was serious or life threatening to the patient.